Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Blood residue was present throughout the device. A kink indentation was present 4.6 cm from the proximal end of the catheter. The sample was flushed with water using a 12 ml syringe and a leak was observed near the kink location. Microscopic observation revealed the leak to be located 5.4 cm from the proximal end and was a circumferential split. Material wrinkling and whitening was observed along the split corners and edges. The top edge of the split was observed to be granular with a layer of material from the corresponding side. The characteristics of the split suggests material fatigue caused by repeated kinking of the catheter likely led to the formation of the split. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redr2670 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture noted on flushing the PICC- dressing became wet and obvious saline leaking from PICC. On examination pinhole noted at 4cm. PICC was inserted and securacath placed at 6cm. PICC used for sact, xeliri chemotherapy ( irinotecan, capecitabine).

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2670 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture noted on flushing the PICC- dressing became wet and obvious saline leaking from PICC. On examination pinhole noted at 4cm. PICC was inserted and securacath placed at 6cm. PICC used for sact, xeliri chemotherapy (irinotecan, capecitabine).